Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture with asystole greater than two seconds, and high out of range pace impedance measurement greater than 2,000 ohms. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.